Event description:
A malfunction on the pump was reported by the caller, which occurred after the caller dropped the pump three days prior and noticed no vibration when attempting a correction bolus. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The caller was advised to continue using the pump and to contact support again if any issues reoccurred.